Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in blue screen asking for password, offline on remote support service. The field service engineer (fse) logged into basic input/output system (bios) and found the serial advanced technology attachment (sata) solid state drive (ssd) was not listed as a bootable device. The station was powered down, and the sata cable was reseated at both ends. Upon reboot, the station successfully booted into the cfnapp user. Pharmacy technician inventoried a medication to test, and the station was confirmed to be online and communicating in remote support service (rss). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had blue screen appeared and was offline on rss. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.